Manufacturer narrative:
This follow-up report is being submitted to relay corrected information. If any further information is obtained that would change or alter any information provided, a supplemental report will be filed accordingly.

Event description:
It was reported via legal documentation that approximately 162 months after a left total knee replacement procedure, the patient underwent a revision procedure to address prosthesis wear, instability, joint laxity, loss of range of motion, osteolysis, and synovitis. Revision surgery operative notes were provided. Patient left the operating room in stable condition. No further issues or complications were reported. No additional information is available.

Manufacturer narrative:
The device was not returned for evaluation and no medical or other records containing treatment information or patient information have been received; therefore, the reported event cannot be confirmed, nor can the circumstances or potential causes or contributors to the alleged event be evaluated. Should additional, material information become available that permits more analysis or conclusions, a supplemental report will be filed accordingly.

Event description:
Legal case ¿ lk rev. As reported via legal documentation, a patient had left knee replacement surgery on (B)(6) 2009. They underwent left knee revision surgery on (B)(6) 2023, approximately 13 years 6 months post primary procedure. Revision op report postoperative diagnosis: periprosthetic osteolysis of internal prosthetic left knee joint. The surgeon noted that there was significant effusion and synovitis. No purulence. There was delamination of the polyethylene and evidence of tibia prosthesis loosening. There was massive osteolysis affecting the distal lateral condyle. The patella was removed as it was worn. There is no other patient demographic or medical history available. There is no device return. There are no photos or other images of the device provided. No additional information is available. As directed by qa management: this legal complaint for polyethylene issues occurred in the us. The event did not occur in, nor is it reportable for australia, brazil, canada, eea/EU, japan, taiwan, or great britain, excluding northern ireland. Therefore, only the us reportability determination will be assessed. No device return anticipated due to this being a legal case. Unable to locate surgeon/patient/serial number in ebi. No serial numbers available. Historical record and smart solve searched for sn/patient name with no results. No further information.